Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection. The patient will undergo an explant procedure. Additional information was received that the patients infection was at the ipg site. Symptoms of pain, soreness, redness and warmth at the site were noted. The physician believed that the patient had a staphylococcus aureus infection and the patients body was rejecting the foreign object. The infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7073904.

Event description:
It was reported that the patient developed an infection. The patient will undergo an explant procedure. Additional information was received that the patients infection was at the ipg site. Symptoms of pain, soreness, redness and warmth at the site were noted. The physician believed that the patient had a staphylococcus aureus infection and the patients body was rejecting the foreign object. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.